Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Pump passed the displacement test. Unable to confirm failed battery test, motor error alarm or perform the unexpected restart error test, prime test, occlusion test and no delivery test due to the compromised force sensor system alarm. Pump passed stop current and run current test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and motor error alarm. The customer¿s blood glucose level was 338 mg/dl at the time of the incident and treated with manual injection. The customer stated that the drive support cap was protruded. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.